Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was impossible to take temperature. Per evaluation summary on (B)(6)2023, temperature in cable was broken as the device was calibration due, we must perform the 2000-hour maintenance. Per additional information received on (B)(6)2023, the device was sent to task management (ondee) depot in france, where it was assessed and repaired. All pertinent info in wo. There was no adverse patient outcome or injury. The reported issue was solved by replacing the temperature cable (accessory).  Preventive maintenance was done (changed 4 components). Per additional information received on (B)(6)2023, there was no patient involvement.

Event description:
It was reported that the arctic sun device was impossible to take temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.